Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead post shock impedance went from 600 to 100 ohms. R-waves 20 to 12mv. Sli stable 46-47 ohms. Technical services stated because this is a relatively new lead would perform isometrics and pocket manipulations to rule out connection issue, also see if patient fell or anything where lead could have dislodged. Rep stated threshold has increased from .8 to 1.2v. Rep to check with provocative maneuvers. They are working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).